Event description:
Acct. Reports that when the paramedics withdraw their needles after giving medication to patients, the "rubber stopper" pulls out with the needle. States this has happened "several times". No pt. Injury reported although there can be a delay in care as a result. States they have not saved any samples.